Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During trialing, the surgeon struggled to insert the trials. Upon trial reduction, the surgeon entered the joint balancing page of the application to verify results. It was apparent due to the location of the femoral component model, that a bone tracking array had shifted, and checkpoint verification resulted in a high value, confirming the shift. The surgeon continued by removing tracking instrumentation and cementing the implants. Good joint stability was observed as the surgeon moved the leg through the range of motion.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted at mako surgical. The discrepant joint balancing value was caused by a shafted bone tracking array. This is a risk of navigated procedures, which is documented in the product literature. The root cause has been communication to the makoplasty rep at the site to prevent similar issues in future cases.